Event description:
Customer reports protime inr 1.1 vs another protime inr 2.1. Pt therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
Results: conclusions: manufacturer evaluation / investigation currently in process.